Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30915 - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in france. It was reported on (B)(6)2024 that the patient encountered infusion set cannula was detached after a day of installation. No further information available.